Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited over sensing. An attempt to implant a new lead was unsuccessful. The device was reprogrammed. The patient was stable and would continue to be monitored.